Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with a damaged shroud. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed six scissored clips, ejected one clip and then it formed one clip as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, after firing, the device can't be the formation, the clip side is cross. Another like device was used to complete the procedure. There were no adverse consequences for the patient.